Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp clarified the statement, "it was not doing anything" as patient states did not get symptom control. The cause of the device was not doing anything was not determined. The patient attempted to call and get assistance on device reprogramming but felt no one was helpful on the phone. Patient to be scheduled in office appointment to have rep to assist in reprogramming. Issue was not yet resolved. The cause of programs changing unexpectedly was not determined. This issue was not yet resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was the patient reported they were not getting a 50% or greater reduction in symptoms. When asked for event date, the patient stated for two days after getting the implant they "did not have anything on" and stated they thought that was tuesday or wednesday and reported since then they had tried to set it, it had done nothing. The patient stated they were confused and didn't understand the settings. The patient stated they were not even sure if it was taking the settings that they put in. The patient stated they thought they set therapy at 1.7 initially and they found no way of it displaying to them what the current setting was so they set it up to "like 2.2" and it said where do you want to save this" and the patient stated they put it into a different program so they didn't know how to know it was activated. The patient also inquired where they were supposed to feel sensation to know it was working. The agent reviewed therapy/stimulation overview/expectations. The patient stated they felt stimulation at the end of their penis. The patient stated when they "set the number" they had a sensation, but after that the feeling went away and they had not felt anything so they are not sure if it was working. Reviewed general use of external devices and walked patient through how to connect with their implant to check therapy status/adjust therapy. The patient initially reported getting device not responding, resolved by repositioning the communicator on patient's implant. The patient stated seeing program 1 once connected with their implant, but stated they thought they "stored it in a different program". Reviewed therapy adjustments/programs. The patient reported their therapy was off when connected with their implant on the call. The agent reviewed therapy will turn off when patient changes programs. Reviewed how to increase stimulation on current program. The patient turned therapy on and increased stimulation to a comfortable level. The patient will maintain stimulation level and will continue to track symptoms. The patient stated therapy may have never been working. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient stated they will be seeing their doctor on (B)(6). The patient stated it was very difficult to get a hold of a manufacturer rep and stated once they spoke with a rep but they must have skipped a step and must not have left therapy on.